Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 46 mg/dl. Customer stated that when putting the reservoir into the pump it did not seem like it going down. Customer was offer to troubleshoot the pump but stated that she does not have time. Customer was advised that she can call back and we can troubleshoot.